Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the connecting tube had a scratch. That the suction connector had a scratch. The connecting tube had a wrinkle. The forceps channel port was shaved. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The grip had a scratch. The universal cord had a scratch. The scope cover had a scratch. The suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope had a broken elevator wire. The issue was found during a procedure. The patient was already under anesthesia. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the forceps elevator, the knob wire and the adhesive on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was a foreign substance adhering to the forceps base, but the foreign body could not be identified. Additionally, it was confirmed that there was a foreign matter attached to the forceps hoisting wire, but the foreign matter could not be identified. Lastly, it was confirmed that a foreign substance was attached / clogged to the a rubber adhesive part, but the foreign matter could not be identified. Olympus will continue to monitor field performance for this device.